Event description:
Pump was reported to overinfuse. An unknown size piggyback bag of unknown solution was set to deliver at a rate of 50ml/hr for total of 100ml. The entire bag reportedly infused in just 21 minutes, although the pump read only 17.6ml had infused. No add'l details were able to be obtained. No pt injury resulted.